Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-00507 indicting the manufacturer as unknown. The correct manufacturer is kenstone metal.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states frame is cracked. MDR filed.